Manufacturer narrative:
(B)(4). Batch # r59567. The analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/17/2019. Additional device evaluation: product complaint device was received for additional engineering analysis. The device was visually inspected, and no apparent damage was noted. However, misalignment was noted between the cartridge channel and the anvil channel when the device was closed. The device was fired on all settings (blue, gold, green) on test skin with a new sr75 reload. No malformed staples were observed when fired on the gold and green settings. On the blue setting, malformed staples in the distal 1/3rd of the staple line in the outermost row were noted when fired on test skin. The malformed staples were classified as a class-I defect per the material specification. Additionally, the cartridge and anvil channel pair was CT scanned to quantify the misalignment between the cartridge channel and the anvil channel. As noted from the scans, 0.0254¿ of misalignment was noted from the scans. The device was then fired on the blue and green staple setting on porcine stomach tissue in order to mimic a realistic device use scenario. Tissue thicknesses for each firing was within the indicated staple height setting selected per the instructions for use. Only one class-ii defect was noted on the blue setting. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional device evaluation summary: product complaint device was received for additional engineering analysis. The device was visually inspected, and no apparent damage was noted. However, misalignment was noted between the cartridge channel and the anvil channel when the device was closed. The device was fired on all settings (blue, gold, green) on test skin with a new sr75 reload. No malformed staples were observed when fired on the gold and green settings. On the blue setting, malformed staples in the distal 1/3rd of the staple line in the outermost row were noted when fired on test skin. Additionally, the cartridge and anvil channel pair was imaged to quantify the misalignment and noted that the device exhibited misalignment greater than the allowable limit. This condition has the potential to produce malformed staple lines.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy, the staples on a staple line next to the knife slot were unformed at the first firing on the duodenum. The surgeon commented that there was a possibility that the surgeon applied the tension a little when the device was fired since there was a difficulty in approaching the target tissue. The staple height was blue. Additional suture was performed to complete the case. There were no adverse consequences to the patient.